Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06006. It was reported that when patient presented in clinic, both ra and rv leads were found to be dislodged and could not be repositioned due to occluded svc. The leads were explanted and replaced. Patient was stable.